Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a ¿no disposable, pump will not run¿ alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. Preventative maintenance was performed, and the device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.